Manufacturer narrative:
The technician found the rocker linkage was broken. He replaced the linkage with a new style and the two hex rods to repair the stretcher.

Event description:
Information received indicates the brake wasn't working on the head end of the stretcher.